Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. An error 100 was identified in the logs, but the fse could not duplicate the reported issue. The customer informed they had used the system that day without any issues. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, universal surgical manipulator (usm) 4 was moving uncontrollably by itself in multiple directions after docking usm 4 and prior to installing an instrument. The technical support engineer (tse) only noted a single error 100 for usm 4 indicating that the set up joint (suj) moved without being clutched. The customer informed the usm stopped moving by itself and was functioning normally. The customer did not note any messages on the screen when the issue occurred. The tse recommended rebooting the system when able. The customer continued with the procedure and would like their field service engineer (fse) to inspect the system. The procedure was completed as planned with no reported injury.